Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of infection (unknown onset), seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " infection, heat sensation;" "swelling, seroma;" "capsular contracture baker grade unknown, chronic pain, pain prior to explant procedure."

Event description:
Patient representative reported right side ¿disfigurement,¿ ¿infection,¿ ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿swelling,¿ ¿heat sensation,¿ ¿itching," "seroma,¿ ¿rashes,¿ ¿capsular contracture¿ baker grade unknown, ¿increased risk of alcl, mental pain, anguish and fear due to risk of alcl, mental pain and suffering," and "anxiety." Patient representative additionally reported "depression," ¿disability,¿ ¿other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage-earning capacity¿; these events are not device related. Device has been explanted and replaced.